Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. The issue occurred due to component, electronic component failure. Reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited scope communication errors e218 and b30, and a noisy image. There was no patient involvement.